Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading) issue. It was reported that the display screen was dim and hard to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the display lens was found to be cracked. During testing, the display screen was found to be faded/discolored. A test screen was inserted and functioned appropriately.